Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that during a bwi clinical study the patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium on (B)(6) 2025. On (B)(6) 2025, the patient experienced superficial femoral artery arteriovenous fistula categorized as moderate and serious. Patient required prolonged hospitalization. Relationship to study device is not related and relationship to the index study procedure is causal. The event was expected/anticipated. The adverse event is recovered/resolved with an end date of (B)(6) 2025. The outcome is not recovered/ not resolved with an end date of a year required. On (B)(6) 2025, bwi received additional information indicating that the patient's adverse event resolved spontaneously on (B)(6) 2025 and they confirm that the extended hospitalization was due to this adverse event and not for any other reason. No intervention was required. On (B)(6) 2026, bwi received additional information regarding the event. Upon discussion with one of the clinical trial investigators, they stated that ¿the patient was monitored constantly and since the adverse event was gradually improving on its own, they [the medical team] preferred to not intervene until final spontaneous resolution". This report is for the preface sheath as it is unclear if the vizigo or preface was associated to the reported event. There is already reports submitted for the vizigo.